Manufacturer narrative:
(B)(4)

Event description:
It was reported that balloon detachment occurred. A 10mm x 3.50mm flextome¿ cutting balloon¿ was selected for use. During the procedure, outside the patient, it was noted that the balloon was detached when the device was pulled from the protector wire. No patient complications reported and patient's status was stable.

Manufacturer narrative:
Device evaluated by manufacturer: device was returned for analysis. A visual and tactile examination identified a complete break in the midshaft of the device at the port site. Stretching damage was also identified on the shaft polymer extrusion 2mm distal to the port site and extended distally along the shaft polymer extrusion for 6mm. This type of damage is consistent with excessive force being applied to the delivery system. No issues were noted with the shaft that may have contributed to the complaint incident. A visual and microscopic examination identified no issues with the balloon that may have contributed to the compliant incident. A visual and microscopic examination identified no damage to the tip, markerbands or blades of the device. All blades were present and fully bonded to the balloon material. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that balloon detachment occurred. A 10mm x 3.50mm flextome¿ cutting balloon¿ was selected for use. During the procedure, outside the patient, it was noted that the balloon was detached when the device was pulled from the protector wire. No patient complications reported and patient's status was stable.